Event description:
It was reported that, "2mm offset, doctor was unable to loosen nut, to install on femoral component. Opened second one, dr says this one is defective.

Manufacturer narrative:
Eval summary: although the device was not returned to the investigation site, it was likely tightened accidentally by tightening the jam nut, prior to discovering that the device has a left hand thread design, where rotation for tightening and loosening are reversed. Review of the triathlon ts surgical protocol indicates a left hand thread design for the jam nut. DHR, complaint history & surgical technique review.